Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after receiving inappropriate shocks from the device for atrial fibrillation with rapid ventricular rate. It was noted that there was an ocd alert noted during device check. The right ventricular lead exhibited failure to shock due to low high voltage lead impedance. Programming changes were discussed. No intervention was performed. No further information was available.

Event description:
New information received states that the device was successfully reprogrammed and the patient was stable throughout the event.